Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the device would not communicate oob. Multiple tablets were used in attempt to communicate and not successful. Ins was not implanted and will be returned. No symptoms reported. No further complications were reported/anticipated.